Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The evaluation found the device displayed communication error code b30. DHR review of the device confirmed that the device was shipped in accordance with specifications. It is presumed that the event occurred due to the damage of image sensor unit (disconnection, etc.) Or breakage of the mounting components (ic chip, capacitor, etc.) Of the electric board due to use stress, external factors, or handling. However, a definitive root cause cannot be identified. The inspection method for the suggested event is described as follows in the operation manual. 1 before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2 observe the palm of your hand in the wli and nbi endoscopic images. 3 confirm that light is output from the endoscope¿s distal end. 4 adjust the brightness level as appropriate. 5 confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. 6 turn the angulation control levers slowly in each direction until it stops. 7 confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus, the endoeye flex deflectable videoscope displayed communication error code b30. The issue occurred when connecting the tower. The intended procedure was an unknown, therapeutic procedure. The procedure was completed with a similar device. There were no reports of patient harm.